Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab) the sheath could not be advanced. The customer attempted to advance the sheath three times, but was not successful. A new kit was used to continue therapy. The indication for use was heart failure. There was no reported injury to the patient.

Manufacturer narrative:
The linear catheter kit was returned with the iab product unused intact and sealed inside the tray and user carton. The insertion kit was returned opened. The introducer sheath was returned no blood was visible on the sheath. No damage was detected on the returned sheath. The other components inside the insertion kit appeared to be unused. The sheath was measured and found to be dimensionally within specification. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. The evaluation of the returned sheath included dimensional and visual inspections. No abnormalities were found. An evaluation of the product was unable to duplicate the reported problem. The product met specifications. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab) the sheath could not be advanced. The customer attempted to advance the sheath three times, but was not successful. A new kit was used to continue therapy. The indication for use was heart failure. There was no reported injury to the patient.